Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing occluded could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was occluded during the intralipid infusion after being paused for 30 minutes. The following information was provided by the initial reporter: "regular intralipids (not smof) in a bag, running in tubing with filter, occluded after the lipids were paused for 30 minutes during a medication infusion."

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was occluded during the intralipid infusion after being paused for 30 minutes. The following information was provided by the initial reporter: "regular intralipids (not smof) in a bag, running in tubing with filter, occluded after the lipids were paused for 30 minutes during a medication infusion."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.